Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l58813, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported the patient experienced under dose symptoms, a loss of efficacy and increased pain. The catheter was kinked. A volume discrepancy occurred and diagnostics confirmed this. The expected volume was 4.3 ml. The actual volume was 15 ml. The logs were read and there were no errors. There were no alarms noted in the pump logs. X-rays were planned. A revision was performed on (B)(6) 2013. Patient status was alive - no injury. The pump was delivering hydromorphone and bupivicaine.

Event description:
Additional information reported the patient had a new catheter placed and is now receiving effective therapy.